Event description:
It was reported that shortly after the initial implant of this right ventricular (rv) lead exhibited loss of capture caused by a dislodgement which was confirmed during x-ray examination. The physician opted to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.